Manufacturer narrative:
Initial contact¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, jammed and was moving heavy. It was further observed that the device was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the gear seized, jammed and was moving heavy on the reciprocating saw attachment device. It was further reported that the device was blocked. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date of event was inadvertently documented as (B)(6) 2015. The exact date of this event was unknown. The date of this report was incorrectly documented as (B)(6) 2015. The date of this report was updated to (B)(6) 2015. The date received by manufacturer was incorrectly documented as nov 9, 2015. The date received by manufacturer was (B)(4) 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.